Event description:
Multiple problems with tubing not adhering to connectors and t-connectors cracking. For example, in one case the connector will separate from the tubing. In another case the connector hub is cracking when used. This has happened multiple times recently, but 4 times within 24 hours where the product has been saved. We have retained 6 defective sets from two lot numbers. Medrad says they are aware of the problem and will provide replacement tubing. Medrad declined to tell me what lot numbers were affected.this is not a new product for the facility. In most cases this occurred while setting up the injection. No harm to patients, but technicians are concerned that a fragment of the connector could fall into the contrast. In one case they were not sure so they discarded the contrast and started over. ====================== health professional's impression======================defective product.